Event description:
At the end of the implant procedure, after three leads were in the patient's heart, the atrial lead was tested and there was no capture signal and the impedance was low and out of range. The healthcare professional believed the suture sleeve was tightened too much and the sleeve was cut. The lead was retracted and another atrial lead was implanted to finish the procedure. The patient was stable.

Manufacturer narrative:
The reported events of low pacing lead impedance, failure to capture and suspected suture sleeve tie down damage were confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations found both inner and outer insulations were damaged and inner and outer coils were offset at the suture sleeve tie location consistent with damage due to suture tie down forces. The suture sleeve was also found separated consistent with procedural damage in this region. The cause of the reported events was isolated to the damages found due to over tightened suture sleeve tie consistent with procedural damage.